Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-01642 for the other associated device information. It was reported to boston scientific corporation that two captivator medium hexagonal snares were used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, two snares failed to generate current and were unable to cut the target polyp. The physician marked the polyp for future reference; the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the cautery pin was inspected and it was found that no other visual failures noted. Further evaluation noted that the catheter was kinked near the middle section. Functional testing was performed and the device passed the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 8.7 ohms, within manufacturing specifications. The reported complaint that the snare loop failed to cut was not confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-01642 for the other associated device information. It was reported to boston scientific corporation that two captivator medium hexagonal snares were used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, two snares failed to generate current and were unable to cut the target polyp. The physician marked the polyp for future reference; the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.